Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set leaked during the post operative period, and a hole was found in the tubing afterward. The following information was provided by the initial reporter: "tubing was found to be leaking during post operative period. Tubing retained and sent to medical engineering. Upon analysis hole seems to have originated from the outside inward."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set leaked during the post operative period, and a hole was found in the tubing afterward. The following information was provided by the initial reporter: "tubing was found to be leaking during post operative period. Tubing retained and sent to medical engineering. Upon analysis hole seems to have originated from the outside inward."